Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: (B)(6) 2024. Product type lead product ID 3708695. Serial# (B)(6): explanted: (B)(6) 2025. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a bacterial infection and tests found the presence of klebsellia oxytoca. The infection was a consequence of the exteriorization of the device. It was stated that the issue was resolved without sequela, however it was then further reported that the extension also had fistulation and externalization on (B)(6) 2025. Further antibiotics were administered and the entire system was explanted on (B)(6) 2025. The event was then reported as resolved without sequela on (B)(6) 2025.

Event description:
It was reported that examination showed skin erosion/exteriorization of the left lead connector. The etiology had a causal relationship with the device or therapy. The left lead was explanted/not replaced on (B)(6) 2024. Prophylactic antibiotherapy medications (cefepime and daptomycine) were administered. The event also resulted in hospitalization. The issue resolved without sequelae.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown implanted: (B)(6) 2005. Explanted: (B)(6) 2024. Product type lead product ID 3708695. Serial# (B)(6): explanted: (B)(6) 2025. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information was provided.